Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying and high impedances, oversensing of short v-v intervals, noise, and a fracture. The rv lead was explanted and replaced. The helix on the initial replacement rv lead came out on its own during lead manipulation. As a result, the superior vena cava (svc) was occluded. The rv lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.